Manufacturer narrative:
The initial MDR was filed on december 12, 2022. An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation that an elevated high-sensitivity troponin I (tnih) result was generated for a patient sample on an atellica im 1300 analyzer. The initial result was reported to the physician, who questioned the result. The sample was repeated on the same analyzer in duplicate on the next day and the repeat results were similar to the initial result. The sample was repeated on one alternate non-siemens instrument and the result was lower. Additional information - february 21, 2023: the customer observed an unexpectedly elevated atellica im high-sensitivity troponin I (tnih) result on one male patient serum sample that was low/normal on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Quality control was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result 63.824 ng/l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate (58.46 and 61.94 ng/l). This indicates a sample/patient specific incident. The results on atellica im tnih were within the male serum 90th% range of 33.77-78.03 ng/l. No sample was available to be sent to siemens for further investigation. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and the alternate method troponin will have similar results. Results of atellica im tnih should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2022-00424 supplemental 1 was filed with a result for the same sample from a different day.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of an elevated high-sensitivity troponin I (tnih) result obtained on a patient sample on an atellica im 1300 analyzer. The result was elevated compared to an alternate method. Qc was in range at the time of the testing. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating. MDR 1219913-2022-00424 was filed with result for the same sample from a different day.

Event description:
An elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The elevated result was reported to the physician(s) and was questioned. The sample was repeated on the same analyzer in duplicate on the next day and the repeat results were similar to the initial result. The sample was repeated on one alternate non-siemens instrument and the result was lower. There are no known reports of patient intervention or adverse health consequences due to the elevated tnih patient result.